Manufacturer narrative:
(B)(6): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a left artificial joint replacement procedure on (B)(6) 2011 and a drain was placed. The product was not able to create negative pressure when the pt's position was changed in the ICU. The product was checked and it was found that the breakage occurred outside of the pt's body. Although the drain became short, the product could be connected to the reservoir at the broken end. It was used until the drain was removed the next day, (B)(6) 2011. There was no adverse consequence to the pt. The surgeon commented that the drain had been clamped with forceps while the pt was being moved from the operating room to the ICU, but no sharps were used.